Event description:
It was reported that the customer called in to set up a repair for their device and alleged that the device would not exit the standby mode.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.